Event description:
It was reported that the cross arm on the 9800 system was hard to move. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cross arm bearings were replaced during the service call. The system was tested and found to be working as intended and put back into service.